Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not stop the load fill tubing process prior to connecting to the infusion set site. Subsequently, the customer's blood glucose (bg) level dropped to 40 mg/dl. Customer addressed bg level with food and juice. Tandem technical support educated the customer on how to properly perform the fill tubing process.